Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pacing lead helix was observed to be stretched once removed from the patient. The procedure was completed with a different lead. No patient complications have been reported as a result of this event.